Event description:
Persistent error message displayed on coolief radiofrequency procedure despite turning machine on and off, changing the machine and changing the probe. New kit opened and customer service called. Damaged kit information: ref mcka2-17-100-4, lot 30327883. Ref crpa-17-100, lot 30348630. Spoke to sales rep with coolief who obtained damaged kit information. Will send replacement kit. Patient not charged for second kit. Manufacturer response for multi-cooled radiofrequency device, coolief (per site reporter). Spoke to sales rep with coolief who obtained damaged kit information. Will send replacement kit. Patient not charged for second kit.